Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event.review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specification and fulfilled all the requirements of in-process and final inspection.based on the conducted investigations no material or manufacturing relate root cause could be identified.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous mid sfa. After several pre-dilatations, the device was advanced to the target lesion, but the stent could not be released after removal of the red tab. Another device was used to finish the procedure.